Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and out of service.

Manufacturer narrative:
Additional information was requested of the field representative. Should further information become available, this report will be updated.